Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at lcd board per visual inspection. The pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, keypad anomaly and alarmed button error. The customer's blood glucose reading was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.